Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) united arab emirates alleging an "error 2" issue with a one touch ultra meter. The patient indicated that the alleged issue started on an unspecified date/time a month and a half prior to contacting lfs on (B) (6), 2010. As a result of the alleged issue, the patient claimed that she received glucose gel/glucose tablet(s) as treatment from a health care professional (hcp) on (B) (6), 2010 during a doctor's office visit. That same day, the patient's blood glucose was reportedly tested by a lab. However, the patient did not know what the result was at the time of the call with the csr. The patient was also instructed to "regulate and monitor" her results. The patient mentioned that she had developed a symptom of tiredness and had blood glucose levels around "16.0 to 18.0 mmol/l" about 3 months prior to contacting lfs on (B) (6), 2010. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what her blood glucose level was during the doctor's office visit, if she was symptomatic before and during the doctor's office visit, and what actions the patient took before visiting the doctor's office. In addition, it would have been helpful to know if the patient was actually treated for hypoglycemia or hyperglycemia during the doctor's office visit, if she had actually developed any symptoms after the alleged issue began, and if she was able to test her blood glucose on another device during the time of concern. The alleged issue was not resolved with troubleshooting. The patient was sent a replacement meter. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was treated with glucose gel/glucose tablet(s) by a hcp as a result of the alleged issue.